Event description:
On (B)(6) 2017, leica biosystems received information that tissue samples from 19 cases had been adversely impacted, of which three (3) cases were reported as uninterpretable. No patient re-biopsy has been performed to date. Patient identifiers for each patient, from whom tissue was uninterpretable, were requested from the laboratory on multiple occasions. On (B)(6) 2017, leica biosystems was advised by the complainant that the patient identifier information requested would not be provided. If additional information is provided, a follow up report will be submitted.